Event description:
A dreamstation auto CPAP device was returned to a third-party service center for evaluation as part of the sound abatement foam recall process. During device evaluation, visible foam particles were observed by the service technician. In addition, dust contamination was identified and device data review revealed error codes. The dust contamination and error codes were determined to be unrelated to the reported malfunction. The identified error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to indicate that the error codes caused or contributed to the reported event. Following completion of the evaluation, the device was scrapped by the service center. This event is being reported in accordance with FDA 21 cfr part 803 as a reportable device malfunction and/or serious injury.